Event description:
It was reported that the patient was seen in the emergency room due to several seizures. The patient was seen by the neurologist and device diagnostics were within normal limits. There are no plans for follow-up with the neurologist. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.